Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Event description:
When attempting to stent the right coronary artery, the physician heard a pop sound, so the physician stopped advancing and removed the product from the guide. Upon inspection the physician noted that the hypotube had fractured about 18 inches from the stent. The product never entered the body and was retrieved successfully. The target vessel was the rca, which was calcified and tortuous. There was no patient injury and a different cypher was used to successfully complete the procedure.